Manufacturer narrative:
As reported, the patient had allergic reaction post implant of bd/bard mesh. No additional information has been provided. No conclusions can be made as to the degree to which the device may have caused or contributed to the reported post implant allergic reaction. The adverse reaction section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 26-feb-2025 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, the patient presented with an allergic reaction about 1-2 weeks post implant of bd/bard mesh. It was reported that the surgeon plans on removing the polypropylene bd/bard mesh on (B)(6) 2025.